Event description:
It was reported that the customer's insulin pump was difficult to read and it appeared there was a film over it. Customer's blood glucose was not known, but customer stated she had been experiencing low blood glucose for four days at the time of the report. Customer treated 51 mg/dl blood glucose with food. During troubleshooting, it was found that there was a high delivery of basals and the customer's sensitivity was 50. Customer was advised to check settings with her doctor to verify accuracy. The bolus history was also found to be inaccurate as the customer believed there were boluses missing. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.